Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis eyhance non-preloaded monofocal intraocular lens (iol) broke during implantation. The patient's vision pre-operative was (B)(6) and post-operative was (B)(6). Daily activities were not significantly affected. Medications were prescribed to the patient. Another iol was implanted to complete the procedure. There was no delay in treatment and no other interventions were performed. Directions for use were followed. No further information was provided.